Event description:
It was reported that during a low anterior resection, the device would not close. There was resistance. The surgeon closed down the instrument until the green was in the window and then was unable to fire the instrument. Surgeon withdrew it and used a second stapler which worked fine. The first stapler was not fired. Staples were not deployed. Safety was released. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/16/2009. Info anticipated, but unavailable at this time.